Manufacturer narrative:
Batch review performed on 20 march 2017. Lot 141804: (B)(4) items manufactured and released on 06 june 2014. Expiration date: 2019-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery due unstable knee. The size 3 insert was removed and replaced by a size 14.